Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the iol was cracked, injector caused crack in optic. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in a.1., a.2., a.3.a., b.3., b5, d.10., h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that during a phaco with iol implant procedure, the unspecified inserter caused cracking the optic of the iol. The lens was cut out and replaced, according to surgeon there was no patient harm.